Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Instrument caught in stem during impaction of definitive implant. Surgeon had difficulty removing and requested replacement item as tip is burred.

Manufacturer narrative:
UDI: (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Instrument caught in stem during impaction of definitive implant. Surgeon had difficulty removing and requested replacement item as tip is burred. Additional information received; the positioning of the stem was not affected and the surgeon was happy with the final outcome.